Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft migrated due to disease progression of the artery, resulting in a type I endoleak. The physician elected to implant a 26 mm diameter x 3.75 cm length aneurx aortic cuff and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.